Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 41 mg/dl. It was reported that the customer was brought by the ambulance to the hospital. The customer was treated by the hospital. The health care provider has already adjusted the basal settings for the insulin pump. No additional information was provided.